Event description:
The diabetes clinical manager reported via phone call that the insulin pump would not upload data. The customer noted that the insulin pump had passed the self test and did not alarm any errors. She also reported that she had had the insulin pump replaced a month prior. She did not observe any outstanding issues. The caller did not provide the blood glucose reading. The customer was advised to replace the insulin pump due to the apparent radiofrequency communication issue and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received unable to download to the software due to the multiple spanish software anomaly alarms noted in the history screen. The spanish software anomaly alarms were due to a corrupted history file. The unit was received with minor scratches on the liquid crystal display window.